Event description:
It was reported that the patient presented in clinic for an initial implant procedure of an implantable cardiac monitor (icm). It was noted that the icm could not be interrogated. The icm was not used and a new icm was successfully implanted on (B)(6) 2025. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was at elective replacement indicator (eri) level upon receipt, reaching end of service level during the analysis. Attempts to restore the device to nominal settings were not successful consistent with low battery voltage. The device was cut open, and battery voltage was confirmed at eos level. Additional analysis detected unstable high current isolated the hybrid. A longevity calculation was performed and found the battery depleted prematurely caused by high current.